Event description:
Two humidifiers we bought from (B)(6) had a smoking electric cord. One year old. Retailer: (B)(4). Purchase date: (B)(6) 2016. The product was modified before the incident: no. Have you contacted the manufacturer: no. Document number: (B)(4), report number: (B)(4).